Event description:
Additional information was received that no interventions were performed. The patient was not a candidate for tissue plasminogen activator (tpa) or thrombectomy.

Manufacturer narrative:
B5 additional information was received. D6b explant date was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right innominate artery in a 46-year-old female patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography and interventions (scai) stage e shock, on venous-arterial extracorporeal membrane oxygenation (va ECMO), on multiple inotropes/vasopressors, and on high-flow nasal cannula (hfnc) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had a right middle cerebral artery (mca) stroke. The patient became obtunded and a stroke code was called. The patient was intubated for airway support, a computed tomography (CT) scan was done, which showed a m2 occlusion. Prior to event, the patient was alert and oriented on va ECMO, impella 5.5, and continuous renal replacement therapy (crrt) support. The partial thromboplastin time (ptt) was therapeutic on a bivalirudin drip, with no impella alarms or abnormalities prior to the event. The patient continues on support. The impella functioned at p-4 at 2.2 l/min as intended for lv unloading with d5w sodium bicarbonate in the purge solution. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by inadequate anticoagulation, prolonged support time, and/or the use of multiple mechanical circulatory devices.

Manufacturer narrative:
B2 was updated to reflect the patient's death. B5 additional information was received. H1 was updated due to the patient's death. H6 health effect - impact code f12 was removed and code f02 was added to reflect the patient's death. The facility would not release the pump, but the automated impella controller data log was downloaded. The usb drive will be arriving.

Event description:
Additional clinical information received that care was later withdrawn and the patient expired.